Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v006364, implanted: 2006-(B)(6), product type: lead. Product ID: 748240, serial# unknown, implanted: 2006-(B)(6), explanted: 2012-(B)(6), product type: extension. Product ID: 748240, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2012-(B)(6), product type: extension. (B)(4).

Event description:
It was reported the patient¿s rechargeable implantable neurostimulator (ins) got infected and was removed. The patient needed a pick line for a year before the ins was removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.